Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because the IFU presented an expiration date error , missing information and inadequate or insufficient training in relation to biocath foley catheter preconnected to a bardia 500ml short inlet tube leg bag, female length, female length, french size 12.

Manufacturer narrative:
There is no u.s. Equivalent. Therefore the event is not reportable and will be downgraded. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because the IFU presented an expiration date error , missing information and inadequate or insufficient training in relation to biocath foley catheter preconnected to a bardia 500ml short inlet tube leg bag, female length, female length, french size 12.